Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was 7.1 mmol/l at the time of the incident. The customer went swimming and the insulin pump vibrating with a red flashing light and there was no display on the insulin pump. The customer was calling for blank display after receiving a new battery cap. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the screen of the insulin pump. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted during testing. The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify audio/vibrate anomaly due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.